Event description:
The customer reported via phone call that they were experienced low blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer feel ok to troubleshoot. The customer did not provide information about symptoms of high blood glucose value. Customer treated with insulin pump. Customer been using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode or not at the time of incident. No further patient complications were reported. Troubleshooting was performed and the customer will continue to use the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.